Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, bending tube was deformed, adhesive on bending section cover had a chip, probe cover had a scratch, connecting tube had a scratch, scope connector cover unit had a scratch, scope cover had a scratch, universal cord had a scratch, image guide protector had a scratch, forceps channel port was shaved, grip has a scratch, switch box has a scratch, paint on suction cylinder was peeled, forceps elevator lever had a scratch, right/left knob had a scratch, up/down knob had a scratch, control unit had a scratch and control unit had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h6. Corrected fields: g2(the user facility checkbox should remain blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, the root cause of the foreign material remaining could not be specified because it was unknown whether reprocessing was carried out in accordance with the instructions for use. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.